Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery fully depleted and the pump shut off due to insufficient power. The customer's blood glucose level was 227-294 (mg/dl). When the pump was turned back on, the battery gauge displayed 100%. The customer reloaded the cartridge and resume insulin therapy.